Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d8: was device serviced by third party? No e3: occupation: product surveillance associate. Investigation evaluation. Description of event: it was reported after a natural birth, a patient with an abnormal placental insertion lost blood, approximately 900cc. The surgeon ordered to have a cook bakri postpartum balloon with rapid instillation components to stop the bleeding, the balloon was inserted transabdominal. The balloon was inflated with 300 cc and it was found defective, bursting and losing all of its contents. The device was not handled with or near any metal instruments. No transfusions were administered. A second bakri balloon was ordered, and it was inserted into the patient to complete the procedure without complications. The patient was discharged on (B)(6) 2025. The case will be reported to invima within the first 8 days of august. No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned for evaluation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported after natural birth, a patient with an abnormal placental insertion lost blood, approximately 900cc. The surgeon ordered to have a cook bakri postpartum balloon with rapid instillation components to stop the bleeding, the balloon was inserted transabdominal. The balloon was inflated with 300 cc and it was found defective, bursting and losing all of its contents. The device was not handled with or near any metal instruments. No transfusions were administered. A second bakri balloon was ordered, and it was inserted into the patient to complete the procedure without complications. The patient was discharged on (B)(6) 2025. The case will be reported to invima within the first 8 days of august. No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
H3: device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.